Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating when attempting to empty the cuff to a smiths medical portex® bivona® adult tts¿ tracheostomy tube, the metal inside the pilot balloon broke off. The inflation line was required to be cut to empty the cuff. Subsequently, the tracheostomy (trach) tube was changed out with no reported adverse effects.